Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator ICD delivered a non sustained right ventricular oversensing nsrvo alert for post paced t-wave oversensing pptwos. No changes or interventions were performed; the physician elected to monitor the lead. There were no patient consequences.